Event description:
Per the clinic, the patient experienced a lack of osseointegration in (B)(6) 2013 (specific date not reported), resulting in fixture loss; subsequent to sustaining a head trauma. The device is unavailable for analysis as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device currently unavailable.